Event description:
It was reported that insulin gauge did not display insulin amount correctly and showed a difference of more than 30 units compared to what patient expected. There was no reported impact to the customer¿s blood glucose level. Customer technical support sent email to patient to schedule follow-up phone call for additional troubleshooting using specified support script, and no further outcome information was available.